Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a hemostasis procedure performed on (B)(6) 2022. During the procedure, the handle broke. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a hemostasis procedure performed on february 7, 2022. During the procedure, the handle broke. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that thumb ring was broken. Marks of force/tension were observed. No other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that the user may have applied some technique during the procedure that implicated an extra force which resulted in detaching the thumb ring while it was actuating the handle. The tension marks observed is evidence of this issue. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.